Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep noted the patient had a history of 2 previous injuries and some falls due to parkinson's disease. The cause of the fall and clarification of the relationship of the fall to the therapy was not available. MDR decision corrected to not reportable due to the original indication that the event was "unlikely related to the study procedure and not related to the devices/therapy". No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a post-operative fall with right shoulder trauma that already had previous ligament pathology. The patient required shoulder arthroplasty performed on (B)(6) 2019 due to persistent pain. It was noted this resulted in in-patient or prolonged hospitalization, and resulted in a surgical procedure. It was noted the outcome was recovering/resolving, and this was unlikely related to the study procedure and there was a causal relationship to the study disease. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.